Manufacturer narrative:
Age at time of event: mean age was 68.5 years. Sex: 29 females and 19 males. Report source: article titled "kyphoplasty for the treatment of malignant vertebral compression fractures caused by metastases", by zhonglai qian, zhiyong sun, huilin yang, yong gu, kangwu chen, guizhong wu. Eval method: follow-up with author.

Event description:
In an article titled "kyphoplasty for the treatment of malignant vertebral compression fractures caused by metastases", a (B)(4) study was conducted between january 2006 and january 2008 on 124 kyphoplasty procedures performed on 48 patients with malignant vertebral compression fractures (mvcf) caused by metastases. The levels treated were located in the thoracic and lumbar spine. The followings were reported in the results: -at 2-year follow-up, nine of the 48 patients had no follow-up visits and were excluded from the study. Of those nine patients, seven died within the 2-year follow-up period due to progression of the primary cancer. None of the deaths occurred within the first 2 months after the procedure. Therefore, the study comprised of 39 patients (97 kyphoplasty procedures) with complete preoperative and postoperative data. CT scans revealed cement leakage in 18 kyphoplasty-treated vertebrae, representing 18.6% of all treated vertebrae. Leaks were located in the venous plexus (11 leaks), paravertebral tissues (4 leaks) and adjacent disks (3 leaks). None of the patients developed any related clinical or neurological symptoms due the the cement leakage. No further information was reported. Note: this study was approved by the (B)(6). At the time of this study, kyphoplasty products were not approved for distribution in (B)(6).